Manufacturer narrative:
Original MDR 2517506-2019-00323 was filed 27-aug-2019. Additional information (09-sept-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin (tni) results. Hsc reviewed the instrument and the data provided. Atypical aspirations occurred with sample ID 7011200134c. No other samples were reported to have a similar occurrence. No product non-conformance was identified with the assay or instrument. The instrument is operational. The cause of the event is unknown. The device is performing within specification. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported discordant, falsely elevated cardiac troponin I (tni) patient results were obtained on a dimension exl 200 instrument. Siemens is investigating the event.

Event description:
Two discordant, falsely elevated cardiac troponin I (tni) results were obtained on a patient sample on a dimension exl 200 instrument. The discordant results were reported to the physician (s). A new sample was drawn the same day four hours later and a lower result was obtained. The original sample identification number (sid) (B)(6) was reprocessed on the same instrument and a lower result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated cardiac troponin I results.